Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a blinding headache, and numbness in the left arm. The subarachnoid hemorrhage was confirmed with the CT scan. No additional information was provided.

Manufacturer narrative:
The referenced previous driveline infections were reported under medwatch MFR report #2916596-2015-00341. No other reports of driveline infection were received.

Event description:
Additional information: it was reported that the patient's anticoagulation and antiplatelet medications were held. The patient underwent coiling of a mycotic aneurysm in the brain and there were multiple other unprotected aneurysms reportedly due to driveline infection. The patient also experienced recurrent bacteremia, most recently escherichia coli. The patient received IV antibiotics and driveline exit site cleaning. As of (B)(6) 2017, it was reported that all cultures were negative. No additional information was provided.

Manufacturer narrative:
The pump remained in use supporting the patient until it was explanted on (B)(6) 2017 (covered under medwatch MFR #2916596-2017-00829). The pump was not returned for evaluation. A correlation between the device and the reported subarachnoid hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.